Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that the medium-large clip applier instrument had inadequate clamp. It did not close clips all the way. The procedure was completed with no reported injury.